Event description:
It was reported that this left ventricular (lv) lead exhibited pacing impedance high out of range. The patient was in chronic atrial fibrillation (af) and in mode switch. Technical services (ts) was consulted and recommended reprogramming and sensing options. The lead remains in service. No adverse patient effects were reported.